Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's device was causing issue with his restless leg syndrome. The patient underwent an explant procedure.